Event description:
The customer contact reported unrestricted flow was noted when the door was opened. The device was returned to the biomedical department for a report of a broken case. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, after the case was replaced, unrestricted flow was noted when the door was opened. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.